Event description:
It was reported that the balloon did not inflate and could not maintain the inflation. There were no patient complications reported.

Manufacturer narrative:
Customer report was confirmed. The balloon was found to be ruptured at the center area. The balloon was missing. There was no visible damage observed to the catheter body. The introducer was not returned with the catheter for evaluation. This event was determined to be reportable following edwards standard procedure. The product evaluation laboratory received the catheter in which fragments of the balloon were missing. A device history record review was not completed because the lot number was not provided with the customer experience report.